Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device was not driving the handpiece and the handpiece worked intermittently. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/25/2013. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.